Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "novasure ablation and essure tubal occlusion same day". On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), infection ("infection"), urinary tract disorder ("urinary problems"), dyspareunia ("dyspareunia"), vaginal disorder ("vaginal scarring") and autoimmune disorder ("autoimmune-like symptoms"). The patient was treated with surgery (total laparoscopic hysterectomy with left salpingo-oophorectomy). Essure (ess205) was removed on (B)(6) 2007. At the time of the report, the pelvic pain, infection, urinary tract disorder, dyspareunia, vaginal disorder and autoimmune disorder outcome was unknown. The reporter considered autoimmune disorder, dyspareunia, infection, pelvic pain, urinary tract disorder and vaginal disorder to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (ess205) (batch no. 508296) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "novasure ablation and essure tubal occlusion same day". On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), infection ("infection"), urinary tract disorder ("urinary problems"), dyspareunia ("dyspareunia"), vaginal scarring ("vaginal scarring") and autoimmune disorder ("autoimmune-like symptoms"). The patient was treated with surgery (total laparoscopic hysterectomy with left salpingo-oophorectomy). Essure (ess205) was removed on (B)(6) 2007. At the time of the report, the pelvic pain, infection, urinary tract disorder, dyspareunia, vaginal scarring and autoimmune disorder outcome was unknown. The reporter considered autoimmune disorder, dyspareunia, infection, pelvic pain, urinary tract disorder and vaginal scarring to be related to essure (ess205). Lot number: 508296 manufacturing date: 2005-08 expiration date: 2007-07 . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 13-jul-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "novasure ablation and essure tubal occlusion same day". On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), infection ("infection"), urinary tract disorder ("urinary problems"), dyspareunia ("dyspareunia"), vaginal disorder ("vaginal scarring") and autoimmune disorder ("autoimmune-like symptoms"). The patient was treated with surgery (total laparoscopic hysterectomy with left salpingo-oophorectomy). Essure (ess205) was removed on (B)(6) 2007. At the time of the report, the pelvic pain, infection, urinary tract disorder, dyspareunia, vaginal disorder and autoimmune disorder outcome was unknown. The reporter considered autoimmune disorder, dyspareunia, infection, pelvic pain, urinary tract disorder and vaginal disorder to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-mar-2020: quality-safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (ess205) (batch no. 508296) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "novasure ablation and essure tubal occlusion same day". On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), infection ("infection"), urinary tract disorder ("urinary problems"), dyspareunia ("dyspareunia"), vaginal scarring ("vaginal scarring") and autoimmune disorder ("autoimmune-like symptoms"). The patient was treated with surgery (total laparoscopic hysterectomy with left salpingo-oophorectomy). Essure (ess205) was removed on (B)(6) 2007. At the time of the report, the pelvic pain, infection, urinary tract disorder, dyspareunia, vaginal scarring and autoimmune disorder outcome was unknown. The reporter considered autoimmune disorder, dyspareunia, infection, pelvic pain, urinary tract disorder and vaginal scarring to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-jun-2020: pfs received. Lot number was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.